Manufacturer narrative:
The date of this submission is 14-sep-2016. This closes out the report unless other additional significant information is received.

Event description:
This spontaneous report was received on 06-aug-2016 from a (B)(6) female consumer reporting on self from the united states of america. The consumer had an allergy to molds. The concomitant medications included vitamins for general health. The reported weight of the consumer was (B)(6). On (B)(6) 2016, the consumer started using band-aid brand adhesive bandages tough strips cutaneously, one bandage one time for wound protection of nicks and scratches on her left arm (lot number 0276b and expiration date unspecified). The consumer used the product on (B)(6) 2016 and the device was discontinued the same day. The bandage she used ripped off her skin and caused her to bleed on her left arm. The consumer had a burn in the shape of the product on her arm. To remove the bandage, she held down her skin, soaked the bandage with water, and slowly removed the bandage which was painful and her skin ripped off and caused her to bleed. . Her arm was oozing. On an unspecified date, she consulted a doctor in an urgent care facility and the urgent care doctor told her it looked like second degree burn and gave her a benadryl (diphenhydramine) injection and prescribed an unspecified pain killer (narcotic) medication to treat the events. On the day of reporting her arm was still oozing blood. The events did not resolve. This report was assessed as serious (required intervention) and company causality was assessed as related. This report was considered a non reportable malfunction case in the united states of america. Additional information was received on 23-aug-2016. A review of complaint data revealed no unfavorable trends for the reported lot number. Device history records were reviewed and no deviations or non-conformances were noted. Visual inspection was performed on the retained samples and all results met specification. Product met specification as documented in the records and retained sample review. Based on the information available, this device was used as intended for treatment. The analysis for this product and complaint category will be managed through monthly trending process. The complaint investigation was closed with a disposition of undetermined. Complaint trends will continue to be monitored. The qa investigation was reopened due to the receipt of a photograph from the consumer of the front of a bab comfort sheer aos 40s carton. The consumer reported the case for bab tough strips extra large 10s USA (B)(4) lot 0276b. The consumer was contacted to confirm what product was used and why a photograph of a different product was sent. However, the consumer was not available. As additional information confirming the product used was unavailable, no changes will be made to this case. If additional information becomes available this case will be reopened and investigated accordingly. The report remains serious. This report remains a non-reportable malfunction in the united states of america.

Manufacturer narrative:
This closes out the report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2016 from a (B)(6)-year-old female consumer reporting on self from the united states of america. The consumer had an allergy to molds. The concomitant medications included vitamins for general health. The reported weight of the consumer was (B)(6). On (B)(6) 2016, the consumer started using (B)(6) brand adhesive bandages tough strips cutaneously, one bandage one time for wound protection of nicks and scratches on her left arm (lot number 0276b and expiration date unspecified). The consumer used the product on (B)(6) 2016 and the device was discontinued the same day. The bandage she used ripped off her skin and caused her to bleed on her left arm. The consumer had a burn in the shape of the product on her arm. To remove the bandage, she held down her skin, soaked the bandage with water, and slowly removed the bandage which was painful and her skin ripped off and caused her to bleed. Her arm was oozing. On an unspecified date, she consulted a doctor in an urgent care facility and the urgent care doctor told her it looked like second degree burn and gave her a (B)(4) (diphenhydramine) injection and prescribed an unspecified pain killer (narcotic) medication to treat the events. On the day of reporting her arm was still oozing blood. The events did not resolve. This report was assessed as serious (required intervention) and company causality was assessed as related. This report was considered a non reportable malfunction case in the united states of america.